Event description:
It was reported that the device has a motor rate error. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA? Are unknown.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was damaged and the bottom case was cracked. A review of the event history log identified motor rate error. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was related to normal wear as the pump was over 10 years old. Replaced the motor assembly.